Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's mother that her son received a button error alarm on the insulin pump. Customer's blood glucose level at the time 270mg/dl. Insulin pump to be replaced. No additional information was provided.